Event description:
Customer reports that she experienced hypoglycemic symptoms and attempted to test her blood glucose but received an error on the device. She states that due to her inability to treat herself, her husband poured juice into her mouth to elevate her blood glucose. No medical treatment received. Requested return of suspect device and replacement was sent.